Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the user was supposed to use 30-2.0, but the nurse mistook the cartridge, and this 4535a was used. After firing, the dr. Noticed the excess sheet, so the dr. Pulled it with a clamp. This was followed by oozing from the inferior vena cava. The dr. Converted to open surgery. Bleeding was reported as under 500cc. Surgery time was extended by more than 30 minutes.